Event description:
An optometrist reported a pt with blurry vision at eight month photorefractive keratectomy (prk) post-operative visit. At visit pt indicated "vision is blurrier at the end of the day." Additional info has been requested. This report is for the left eye, and additional report will be filed for the right eye.

Manufacturer narrative:
Additional info has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on co acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).